Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the software was reinstalled on the stealth. It was determined the problem was the computer on the mobile view station (mvs).

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation of returned files found that a probable cause was unable to be determined without further information since the investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the spine software was uninstalled and reinstalled, and the images were then transferring across from the imaging system. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The bulkhead connector was returned to the manufacturer for analysis. Through functional testing and visual/physical examination the reported issue could not be confirmed or duplicated. The returned connector was intact and passed a continuity test with no opens or shorts detected. No problem found. The ethernet cable was returned to the manufacturer for analysis. Through functional testing and visual/physical examination the reported issue could not be confirmed or duplicated. The returned cable was found to be in good condition with no apparent physical damage. The cable passed a continuity test with no opens or shorts detected. No problem found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure the navigation system would not accept image transfers from the imaging system. The site switched to another navigation system and the transfer worked fine. The clinical specialist (cs) checked the failed scan in question and the exam transferred over manually but very slowly. Technical services (ts) suggested clearing space on both the imaging system mobile view station (mvs) and the navigation system. After a restart of the navigation system, the exams were not transferring with test spins nor manual push, even though all had green status. The spine software was uninstalled and reinstalled, and the spins came across without issue, only showing the known transfer message which did not cause any problem with image transfer. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.